Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a message indicating the voltage was too low for the remaining capacity. Another message was later displayed indicating a charge time out occurred. Review of device details found there were no episodes requiring therapy, however the charge time out occurred with an automatic capacitor reform. A device replacement procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received indicating the device was retained by the hospital. Should additional information become available this report will be updated.

Event description:
--

Event description:
Additional information was received indicating this device was explanted and successfully replaced. It was reported that prior to the change out procedure the patient presented with a low heart rate. The device was interrogated and found to be in storage mode. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.